Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged device not functioning. There was no report of harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging device not functioning related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. After the first/second/final attempt to have the device and components returned for evaluation,customer lift the call and said no issues with the device and no harm from the device, also received replacement and returned old device to the philips.the manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging device not functioning related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the device internally and external part of the device and found presence of degraded sound abatement foam. The manufacturer concludes there was evidence of sound abatement foam degradation. Sections d8, d9, h2, h3 and h6 updated in this report.